Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening and pain. Update - (B)(4) 2012 - broadspire received the patients revision operative report. It was noted that the patient had slightly rising metal ion levels. Update - (B)(4) 2012 - litigation received (B)(4) 2012 alleges patient suffered pain, stiffness, discomfort, and weakness, excessive levels of chromium, revision surgery.

Manufacturer narrative:
Additional and corrected information: date of this report, event description, date received. Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address acetabular cup loosening and pain. Update: (B)(4) 2012 - broadspire received the patients revision operative report. It was noted that the patient had slightly rising metal ion levels.